Manufacturer narrative:
A complete lead was returned in one piece. The reported events of oversensing and loss of pacing were confirmed while the reported event of lead fracture was not confirmed. Visual inspection of the lead found clavicular crush distal to the suture sleeve tie impressions which damaged the outer insulation exposing the outer coil conductor. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported events was isolated to the clavicular crush damage.

Event description:
It was reported that the patient presented in clinic experiencing episodes of syncope. The right ventricular lead exhibited oversensing noise with a loss of pacing. Lead fracture was confirmed via x-ray. The lead was explanted and replaced. The patient¿s condition post procedure was stable.